Event description:
The customer reported, the 6600 system locked up. A pt was involved and they were not able to finish with this c-arm. Had to bring in another one.

Manufacturer narrative:
The service rep performed the following: fluoroed at a high technique for over 10 minutes. Couldn't duplicate problem. Customer duplicated problem by fluoroing and letting unit sit approx two hours. Ordered x-ray tube. Couldn't duplicate problem event letting unit sit for hours. Suspect that tube needed to be seasoned. Checked power supply connections and scoped for noise. Also checked connection in the electronics cabinet and controller board. Continued to test unit. Unit functions as designed.